Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not "happy" with the pump and was frustrated about control of their diabetes and blood sugar. The customer did not provide any further details. The customer declined to perform a system check or any troubleshooting.